Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a live call notification was completed to the patients clinic after receiving an alert notification. The clinic was notified that the patient's right ventricular (rv) lead had triggered an alert for "right ventricular pacing impedance out of range" as the impedance level had exceeded the programmed upper alert level. It was also noted the capture threshold has increased over the last several weeks as well. The lead remains in use. No patient complications have been reported as a result of this event.